Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, a concern regarding a patient with a double-lumen urinary catheter. The patient is experiencing a recurrent problem with blocked catheters (apparently due to blood clots), which causes urinary leakage. The doctor recommended performing flushes, but this is not done under sterile conditions; and the daily catheter changes ultimately cause blockages due to the irritation caused.